Manufacturer narrative:
This complaint has been recorded under (B)(4). Review of the most recent repair record determined the cutters failed to produce a complete mesh during testing; however, the repair was not completed because the cutters did not meet the zimmer mesh test acceptance criteria. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cutter failed the cut test during inspection. The living legacy foundation/lifecell corporation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure.